Event description:
It was reported that a symptomatic patient presented to clinic with dizziness and weakness. Interrogation revealed oversensing, cross talk and lead noise. Reprogramming improved patient's symptoms however some oversensing was still present. Lead was explanted. During extraction, the patient became asystolic for a few seconds until a previously capped rv lead was temporarily reconnected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun

Manufacturer narrative:
Internal insulation abrasion under the rv shock coil was noted at 50.8-51.1cm from the connector pin. The etfe coating of one re conductor was abraded at this location. This is consistent with the report of noise from the field.